Event description:
It was reported the powered wheelchair joystick is not working properly. Attempts to obtain additional information regarding the problems encountered with the joystick were unsuccessful.